Manufacturer narrative:
H6: investigation summary: due to no material, batch, or sample being received, investigation could not be performed and the production records could not be evaluated. It was reported by customer that secondary tubing set where the port did not function¿nothing could be injected or withdrawn could not be verified and the root cause remains unknow. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd infusion set was clogged nothing could be injected or withdrawn. The following information was provided by the initial reporter: on thursday we had a secondary tubing set where the port did not function¿nothing could be injected or withdrawn. It was brought into the chemo/hazardous bsc but nothing was injected.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set was clogged nothing could be injected or withdrawn. The following information was provided by the initial reporter: on thursday we had a secondary tubing set where the port did not function. Nothing could be injected or withdrawn. It was brought into the chemo/hazardous bsc but nothing was injected.